Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the audible and visual alarms were not working on the central nurse's station (cns). They requested an exchange of the alarm indicator. No patient harm was reported. Service requested / performed: troubleshooting: it was reported that the visual indication of alarms on the cns's patient tiles was working. The alarm indicator lights were not the issue, the serial to usb adapter they were using on the indicator light was the issue and a replacement was locally sourced. An exchange of the alarm indicator was shipped to the customer on (B)(6) 2019. Setting the "speakers" as the default device in the sound control settings of the cns resolved the audio issue. Investigation summary: the root cause of the issue was determined to be a degraded alarm indicator port. This could be caused due to external factors, such as excessive force used to insert the cable, incorrect cable placement causing physical damage or increased wear and tear. The overall risk of this event is medium. The reported issue does not require further investigation through CAPA process since the indicator is a secondary visual cue for alarms and the primary device would still retain its alarming capabilities independent of the failure of this accessory. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: gz transmitters: model #: gz-130p. Serial #: ni.

Event description:
The biomedical engineer (bme) reported that the audible and visual alarms were not working on the central nurse's station (cns). No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the audible and visual alarms were not working on the central nurse's station (cns). The visual alarm indicator was replaced, and the speakers were selected as the default device in the sound settings and the issue with the audible and visual alarms was resolved. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device information. The customer stated that the gz-130p telemetry transmitters were being monitored but no serial numbers were provided.

Event description:
The biomedical engineer (bme) reported that the audible and visual alarms were not working on the central nurse's station (cns). No patient harm reported.